Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 619 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include hyperglycemia, nausea and vomiting as well as the patient had lost consciousness. The patient reports upon initial activation the pod had not inserted into the infusion site. Once at the hospital the patient was treated with sodium and 10-12 units of insulin in which had brought down the patients reported blood glucose level to 519 mg/dl. The patient was released from the hospital after 7 hours.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The cannula measured the correct full length according to specification and did not appear damaged. No damage was seen to the bottom housing or environmental seal that would prevent the needle from deploying as intended. A root cause for the reported event could not be determined.